Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further review of the user facility report (reference uf report # (B)(4)) indicated an explant date of (B)(6) 2015 (exact date unknown).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Sjm received notification of an ipg that was explanted due to inappropriate functionality (reference user facility report# (B)(4)). Further details on the issue was not provided. Device information is unknown at this time.